Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. The customer's blood glucose (bg) level was reportedly "good". Reportedly, the customer believed that the charging issue was due to the charging cable. The customer was sent a replacement usb charging cable. Multiple contact attempts were made by tandem technical support to determine if the replacement usb cable resolved the issue; however, the customer did not respond.